Event description:
The customer reported that the insulin pump fell into the sea because the belt clip broke. The customer stated that a lot of moisture trapped under the display was observed, and also the device alarmed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display as a result of moisture damage on the electronic and motor assemblies. Further testing was not performed due to the frozen screen.